Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via facility medwatch# mw5070093 that the patient died. In (B)(6) 2015, a promus premier¿ drug eluting stent was deployed to treat the lesion. In (B)(6) 2017, the patient died with unknown cause.